Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and sepsis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination and was not using proper aseptic technique (no further detail was provided). The peritonitis was manifested by fever, pain in bladder (abdominal pain), and shortness of breath. Subsequently, on an unreported date, the patient developed sepsis. Three days after onset, the patient was hospitalized for peritonitis and sepsis. On an unreported date, the patient began treatment for the peritonitis and sepsis with unspecified antibiotics (doses, frequencies, and routes not reported). On an unreported date in the same month as peritonitis and sepsis onset, dianeal therapies were discontinued, the patient's pd catheter was removed, and the patient was placed on hemodialysis. It was reported that the patient would not return to pd therapy. At the time of this report, the patient remained hospitalized, the peritonitis was resolving, and the patient was recovering from the event. No additional information is available.